Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The armada 35 6mm/60mm referenced is filed under a separate medwatch MFR number.

Event description:
It was reported that during an unspecified procedure the 6.0 x 60 mm armada 35 balloon dilatation catheter (bdc) and the 5.0 x 60 mm armada 35 bdc were used for dilatation; however, the 6.0 x 60 mm could not maintain pressure at rated burst pressure (rbp); the 5.0 x 60 mm bdc could not be fully expanded. Evaluation at the site determined that the issues were due to leak at the shaft strain relief tubing. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the returned device analysis identified a leak in the distal end of the strain relief, which was found when the balloon catheter was pressurized. A search of the complaint handling database was performed and three other incidents were identified from this lot for hub leaking issues. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, a product issue related to leakage at the hub was identified. The event was possibly related to hub assembly during manufacturing. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions to address this issue have been implemented. The performance of these devices will continue to be monitored.